Event description:
An order was entered for intravenous fluids to be discontinued in a post operative setting of fluid overload. The order to discontinue is on the dr's screen but did not cross over to the task list of the nurse. The nurse did not get the order. Consequently, the intravenous fluids were not discontinued. The precarious fluid over loaded condition continued. The internal failure of the software to internally transmit the order to the nurses' "new order" screen put the pts at high risk. Incidents of failure of orders to reach the nurses' task list occur at an undetermined, but not negligible frequency. Occurrence is at random and unlikely to be reproducible. The failure merits investigation on all cpoe systems including the one involved in this case.